Event description:
The patient reports that his voice is improving, but his throat is still sore. No additional relevant information has been received to-date.

Event description:
It was reported by a patient that the healing process wasn't going well after vns surgery. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient's device was turned off due to experiencing voice alteration. The patient was referred to an ent. It was reported that the patient has not had improvement with the hoarse sounding voice.